Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, there was reportedly, there was 0.6 units of insulin left to be filled into the cartridge when the reported issue occurred. The customer was drawing insulin from an insulin pen to fill the cartridge. Tandem technical support educated the customer on filling the cartridge with insulin from an insulin vial. The customer continued to use the cartridge for insulin therapy. Customer¿s blood glucose was 231 mg/dl.